Manufacturer narrative:
On 11/30/2015 - we have requested the product to be returned for evaluation. The product has not been received to date. On 12/15/2015 - the consumer has returned to the product and is currently under testing. On 1/14/2016 - engineering report: tests were performed in accordance to ul and conair requirements. Temperature testing was completed and are within product performance specifications. The product was returned without the blue cover, it is under question as to whether or not it was used during use. The pvc is allowed to get hot due to this cover being mandated to be used with heating pad. The other indication of abuse was that the unit arrived in a folded condition - with fold marks that were heated in. This would indicate the user folded the unit (as opposed to draping it) while using it on the area being treated. By folding the heating pad it can create an area that could become hotter than designed. This "hot spot" can over heat as it is not properly regulated by the thermostat. We recommend checking skin frequently during use, especially if there are medications being used. We also warn against folding the heating pad during use which is stated in the ib.

Event description:
The consumer alleges that she experienced 3rd degree burns to her mid back. The product was purchased a few years ago. She has photos and is seeking monetary compensation for pain and suffering as well as skin grafts.

Manufacturer narrative:
We have requested the product to be returned for evaluation. The product has not been received to date. Device not returned to the manufacturer.

Event description:
The consumer alleges that she experienced 3rd degree burns to her mid back. The product was purchased a few years ago. She has photos and is seeking monetary compensation for pain and suffering as well as skin grafts.